Manufacturer narrative:
The analyzer alarm history contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys free psa immunoassay (fpsa) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial fpsa result was 8.61 ng/ml. On (B)(6) 2019 the fpsa result from the same patient sample was 1.47 ng/ml. The fpsa result of 1.47 ng/ml was deemed to be correct. The result in question was not reported outside of the laboratory. There was no allegation of an adverse event. The fpsa reagent lot was 375053 with an expiration date of apr-2020 the provided qc result was acceptable. However, the customer only tested one level of control on the day of the event. According to product labeling "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration."